Manufacturer narrative:
H10: this is a duplicate report of MDR report #3005075696-2025-00273 h3: no conclusion can be drawn. Evaluation couldn't able to perform as the device was not at returned for evaluation. If the device returned in future evaluation will be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-mar-28 (B)(4): information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who had spinal procedure with grafton. It was reported that patient got a post operative infection. There were no further complications reported regarding the event. 2025 apr 18, update received (email, rep): the patient was not discharged until (B)(6) 2024, due to complications. On (B)(6) 2024, the patient developed copious wound drainage. During reoperation on (B)(6) 2024, after staples were removed, the softened tissues fell apart in the lumbar wound. The patient was treated with antibiotics, including ampicillin and clindamycin, from (B)(6) 2024. Wound cultures performed on (B)(6) 2024, revealed e. Coli presence. The patient did not have a fever, but wbc was elevated at 11.3 on (B)(6) 2024. No pre-implant cultures were performed, and the wound site was cultured for aerobic organisms only. The patient was recently admitted to the hospital on (B)(6) 2025, for closure of the lumbar wound with plastic surgery, using bilateral paraspinous turnover flaps based on lumbar artery perforators, and discharged on (B)(6) 2025. Operative notes and medical records are available, but imaging studies are not. The infection was discovered during the initial hosp italization, and no additional readmission was required for the infection. 2025-jun-16, update received (email, rep): email received from rep stated that the midas for mazor could be the issue causing the infection.